Event description:
It was reported that this right atrial (ra) lead was explanted and replaced with a non-boston scientific ra lead 6 days post implant due to an unspecified reason. Additional information has been requested. No additional adverse patient effects were reported. The product is in possession of the hospital at this time, however, the return has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced with a non-boston scientific ra lead 6 days post implant due to an unspecified reason. Additional information has been requested. No additional adverse patient effects were reported. The product is in possession of the hospital at this time, however, the return has been requested. If information is provided in the future, a supplemental report will be issued. Additional information was received that this ra lead had dislodged and was explanted and replaced. The field representative reached out to the hospital for the return of the lead, however, it was noted that the lead will not be returned. If information is provided in the future, a supplemental report will be issued.